Manufacturer narrative:
H3: (balt) squid liquid embolic residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. Squid liquid embolic was found occluding the marathon distal tip lumen. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found ruptured at ~4.5cm from the distal tip. The marathon total length was measured to be ~173.8cm, the usable length was measured to be ~167.5cm which is within specification ( specification: 165.0cm ± 2.5cm), and the distal floppy segment was measured to be ~26.5cm which is within specification (specification: 25.0cm +2.0cm -1. 0cm). Based on the device analysis and reported information, the customer¿s ¿catheter rupture¿ report was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to injection rate, use of palm of hand pressure, or increased injection force against resistance. However, the cause for the rupture could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The results of the catheter burst testing was reviewed for any anomalies; the data was within the expected and established specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received indicated the liquid embolic agent did become embedded in an unintended location in the distal occipital feeder. The event did not require any medical intervention.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marathon catheter ruptured during injection of squid liquid embolic. The patient was undergoing treatment for avm embolization in the left occipital artery. The patient's vessel tortuosity was severe. The access vessel was the left occipital artery, which was 5.2mm in diameter. It was reported that the doctor started injecting squid 12 over period of 22min with the regular interval of 1min. After injecting around 2.7ml of squid, they noticed few drops of squid leaking from the distal portion of the marathon catheter. The doctor immediately stopped injection and withdrew the marathon from the system. A new marathon was used to finish the case. The catheter had ruptured in the distal segment, but was otherwise intact and had no other damage. There had been no friction or difficulty during delivery. The injection rate was .15ml/min. The patient did not experience any symptoms or complications associated with this event, but was in the ICU due to pre-procedural avm bleed. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a neuron max sheath, neuron guide catheter, hybrid micro wire guidewire, and squid 12 liquid embolic.